Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The usm was tested on an in-house system as passed all the tests. Further investigation found that the carriage was stuck on a spar.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported issue and replaced universal surgical manipulator (usm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Review of the provided image is consistent with the alleged complaint: arm carriage was stuck. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) carriage was stuck at the bottom and could not be moved up. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the customer power cycle the system with emergency power off (epo), but the issue was not resolved. The customer decided to use another patient side cart (psc) to continue with the procedure. There was no reported injury. Isi followed up with the site and obtained the following additional information: ports were placed. The conversion did not result in increasing port size incision or adding additional ports. There was no patient injury.